Event description:
It was reported the patient has been receiving inadequate coverage. In turn, the doctor performed a myelogram on the patient but the results are unknown.

Manufacturer narrative:
UDI (di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.